Event description:
It was reported that the temperature was not displayed correctly. The cable was replaced and it had resolved.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. As the reported event is unconfirmed a labeling review is not required. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the temperature was not displayed correctly. The cable was replaced and it had resolved.